Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 62 mg/dl with confusion. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that there was no recent adjustment to the pump settings and the patient will be taken off pump therapy until the bg stabilized. Customer technical support agent reviewed the event with the reporter. The reporter was advised that bg can increase quickly without basal insulin delivery and health care provider should be consulted for guidance with regard to discontinuing pump therapy. Review of bolus and basal histories showed that they were as programmed, but information was not provided for the total daily deliveries. Review of potential causes for bg issue revealed that the patient had bolus without eating and the manual calculation of dosage was preformed incorrectly. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that the customer had bolus without eating and performed manual dosage calculation incorrectly.